Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the threaded screw broke off the tower when drilling the tibial. No pieces of the instrument fell into the patient. No adverse events have been reported as a result of the malfunction. Attempts have been made, and no additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual inspection of the returned product confirms it has fractured into 2 pieces. Half of the fractured screw is still attached to the tower. The device was received disassembled. Sem analysis of the flat socket cap screw in the tibial tower assembly showed that it fractured due to bending overload. Eds semi-quantitative elemental analysis of the flat socket cap screw sample showed that it was consistent with 17-4 ph stainless steel. The DHR was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.